Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the unregistered patient, who was implanted "about a couple months ago", reported that "about a week ago¿last weekend" their symptoms had started to increase and then they gradually started increasing more and more and getting worse to now where their symptoms were as bad as they had been before the implant. When asked if the patient had any falls or traumas, the patient denied this and said the only thing they could think of was that they had done exercises at physical therapy (pt) for their back where they had to lean forward and lean back 5 times each. Patient services reviewed the potential for certain activities to have an impact on the implanted system and asked the patient if they'd followed up with their managing healthcare provider (hcp) and the patient stated they had but the hcp had told the patient to call the manufacturer. The patient did say at fi rst right after they were implanted that the hcp had told them "don't touch anything until I see you again in december" but then after their symptoms returned, the hcp told the patient to call the manufacturer. Patient services reviewed the role of patient services and the manufacturer representative (rep) and provided the patient with the national answering services (nas) number for the hcp to call to page a rep if needed but still offered to assist the patient in checking their therapy settings. The patient stated they wanted to try increasing the stimulation and stated they hadn't been feeling the stimulation recently, though they'd felt it at the beginning of the week but when they had felt it, it felt strange like it was in a different area. The patient stated it had not been in the "bladder" but rather in their vaginal area (in their vulva) and they said it felt different than it felt at implant and they wondered if the "probes" had moved. Patient services walked the patient through connecting to their settings and the patient was able to connect after a few "device not responding" messages repositioning the communicator. Patient increased the stimulation but after they increased to where they felt it, they stated it wasn't in the bike-seat but rather in their 'cheek' a bit below their implant. Patient services reviewed stimulation and programming considerations as well as device description/function with the patient and the patient opted to switch programs, was able to see that the therapy had been turned off and then they got 'device not responding' again. Patient services asked the patient if they could feel the ins and the patient said they could, that they were "under it". Patient services clarified that the patient should be placing the communicator around one to two inches or so below their incision as that was where the ins typically would be but they shouldn't be 'under' the implant and patient said they could feel it faintly under the skin where they had the communicator so they were able to press a little bit. Patient also mentioned that 'it is a little ten der below' and got more escalated when patient services tried to specify with the patient if the ins site felt tender or the incision and asked if what was 'tender' or felt warm and the patient denied that, said they showered now and that it might be the incision but there was no inflammation. Patient was able to reconnect and said that "it switched back" to the previous program. Patient services wanted to note the patient wasn't always explaining what they were doing so patient services wasn't sure if the patient had just turned the therapy off prior to losing connection or what they had done, if after connecting they went back to the initial program however patient services was able to get them to the desired next program and the patient increased the stimulation and they felt it near the "hip". Patient then got the 'device not responding' screen again so they hit retry and it kept communicating but then it went back to 'device not responding'. Patient was getting escalated on the call and said they wanted to try something else and didn't want to keep moving the communicator. Patient services was trying to guide the patient to shift it but patient appeared to be resisting moving it too much. Patient said "there has to be another way". Patient said they had no one to help and denied being near any electromagnetic interference aside from a computer that was off nearby so patient services had the patient restart the handset and communicator and move to a different room and as patient was doing so, the patient stated "if you only knew how I felt this morning heart-wise. I just hadn't felt well this morning." They clarified the issue was not related to their issue with the interstim device and commented they thought their blood pressure might be low so they wanted to check their blood pressure and that they were feeling better now but they were frustrated with what was happening now with their symptoms having returned and not being able to connect. After patient freed their hands they were able communicate a little better but they still weren't able to connect so patient services redirected the patient to follow up with their hcp about their symptom concerns and to have a rep paged if needed. Patient is going to follow up with their hcp. As patient wasn't able to connect again, patient services was unable to get the patient's implant information so registration was not contacted.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp did not indicate if the cause of the patient feeling stimulation in the incorrect areas was determined, and stated they were unsure of the likely cause. The hcp stated the patient spoke to a manufacturer representative (rep), and an office visit was offered but the patient was unable to come in. It was unknown if the issue has been resolved.